Manufacturer narrative:
(B)(4). Patient information not provided. Incident date not provided. Lot number not provided. (B)(6). User facility is provided in initial reporter. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, the device has bad quality. Once the clips are placed, they sometimes cross and become loose very easily. This problem caused re-intervention, biliary via injury, bleeding, and more. No additional information is available.